Event description:
It was reported the powered wheelchair is jumping and operating erratically. The end user reported being leg pinned between his wheelchair and truck due to the erratic movement. No patient injuries were reported.